Event description:
Boston scientific received information that the patient implanted with this lead had been hospitalized for palpitations. Interrogation of the related device noted oversensing of noise. Decreased sensing and pacing impedance measurements were reported, as well as increasing pacing thresholds. An x-ray was performed, and a discontinuity was observed on the proximal coil. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was scheduled. This report will be updated once additional information becomes available.

Manufacturer narrative:
Multiple requests were sent to the field to determine the lead serial number and the outcome of the revision procedure, however, no information has been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.